Event description:
The customer reported that the ventilator's main power plug did not work. The exact context of when the issue was found is unknown. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the power supply was replaced. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
H10: the replaced 1st generation power supply was returned to the philips product investigation lab (pil) for evaluation. The pil technician was able to confirm the alleged faulty power supply issue. The pil technician tested the power supply and found that there were 0 volts direct current (dc) at the power supply output. The 0-volt dc was verified using an open circuit voltage test. There were no open fused noted on the power supply board. No shorts were noted between the input or output terminals. The pil technician found that the q9 transistor of the power supply had shorted, causing the part failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.